Event description:
Three different transplant patients were sent nasal wash kits (gray lid specimens) to send back specimen for a rsv panel. Upon return to the lab, all three (different) packages had leaked and the samples could not be run. The patient's had screwed the lids on tightly. Manufacturer response for nasal wash specimen container, gent-l-kare 4 oz specimen container (per site reporter).